Manufacturer narrative:
Final analysis found the device charge timeout notification timestamp on (B)(6) 2018. The device had not reached elective replacement indication (eri) at the time it was received. The device was cut opened for analysis and the voltage capacitors were sent to the manufacturer for additional analysis. The high voltage capacitor analysis confirmed a failure with the front alignment hole of capacitor 44017902. A manual capacitor maintenance was initiated on the bench and the device was found to function normally. The cause of the reported field event was due to a failure within the front alignment hole of the high voltage capacitor.

Event description:
New information received stated that the device was explanted and replaced on (B)(6) 2018.

Event description:
New information received stated that there were no noted complications or anomalies after the explant procedure on (B)(6) 2018. The patient was last seen in clinic on (B)(6) 2020 with no noted issues.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room experiencing palpitations. Upon interrogation, the implantable cardioverter defibrillator noted an alert for long charge time. Non-sustained ventricular tachycardia was noted which did not require therapy. No intervention was reported. The patient was stable.